Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'blank screen' which was reproduced. The reported condition was verified. Visual inspection found the cause to be a failing input/output board. The input/output board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a blank screen. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.